Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the etco2 connector showed signs of physical wear. There was no patient involvement.